Event description:
It was reported that the device exhibited >2500 ohms imped- ance, 6.5 v capture thresholds, and 0.5 sensing thresholds on the atrial channel. The leads tested normal through an analyzer. Therefore, the pulse generator was replaced.